Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI : (B)(4) visual examination of the provided pictures identified that there were signs of a battery rupture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. UDI #: (B)(4). Initial reporter - telephone #: (B)(6).

Event description:
It was reported that during surgery that the device didn't work from the beginning. Expulsion/leakage was later detected from the battery. No adverse events were reported as a result of this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the device was returned opened, unused, in the original packaging. Visual inspection found bits of a white, crystalized looking substance inside the battery pack and on 2 of the batteries. Functional testing found the device would not power on at all when connected to the battery pack provided, but did power on and function normally when connected to a known working battery in the lab. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during the surgery, this complaint product didn't work from the beginning. The product didn't work on low mode at all, and stopped working in short time on high mode. There was some liquid leaked from the battery, and the foreign substance which looks like the deposit from the electrolyte is adhered on the battery's and the battery pack's electrodes. There was a 0-15 minute delay to prepare alternative product; however, there was no harm.